Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and supris-suprapubic sling system was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was also reported that the patient underwent a gynecological procedure concurrently with diagnostic laparoscopy, robotic vaginal sacrocolpopexy, placement of on-q, mid urethral sling, cystoscopy on (B)(6) 2012 and a mesh was implanted in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2012 due to stress urinary incontinence, cystocele, rectocele, vaginal prolapsed. Following insertion the patient experienced pain, erosion, exposure, urinary/bowel problems, infection, neuromuscular problems, dyspareunia, adhesions and vaginal scarring. It was reported that patient underwent lysis of adhesions due to recurrent stress urinary incontinence, pelvic pain and pressure on (B)(6) 2012. No additional information was provided.